Event description:
It was reported that the patient presented for post procedure follow-up, the right atrial lead exhibited high capture threholds and low sensing, due to dislodgement. The lead was explanted and replaced successfully.

Manufacturer narrative:
(B)(4).